Event description:
It was reported that a pt skin burn was found at the indifferent electrode site during a procedure using a valley lab split electrode, a stockert rf generator and three ez steer catheters.

Manufacturer narrative:
Two ez steer catheters that were involved in the case are addressed in this report. One catheter has been rec'd for evaluation, and one catheter will not be returned by the customer. Another ez steer catheter involved in the case is addressed in a separate report. Evaluation summary: one catheter was rec'd. Per customer, this catheter had lost communication with the carto system during the procedure. The catheter passed electrical test, temperature bath test, and generator test. However, the catheter failed the carto test and recalibration test. The green twisted pair lead wires inside the biosensor cable did not have continuity. The biosensor lead wires were found broken about 47mm below the biosensor body. The lead wires were wrapped around the biosensor cable causing the failure. Complaint condition was confirmed. However, this failure mode is unrelated to the adverse event.